Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 20mm stent delivery system catheter was returned for analysis. A visual and microscopic examination of the stent found no issues. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The target lesion was located in the moderately tortuous and non calcified right coronary artery. Following pre-dilation, a 3.00 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. Pre-dilation was performed again but the device still would not cross. The shaft kinked and the stent was damaged. The procedure was completed with another of the same device. There were no complications reported and the patient was stable

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The target lesion was located in the moderately tortuous and non calcified right coronary artery. Following pre-dilation, a 3.00 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. Pre-dilation was performed again but the device still would not cross. The shaft kinked and the stent was damaged. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.